Event description:
Shaft of the needle separated from the plastic cap, so veteran had to remove the needle from his skin with a tweezer. Symptoms: needle had to be removed from skin with tweezers. Dose or amount: 1 unit, frequency: prn. Event abated after use stopped or dose reduced: yes. Diagnosis for use: diabetes mellitus.